Event description:
It was reported in an article case summary that the patient was admitted with a history of paroxysmal chest pain for over 2 years, worsening over 10 days. Angiography showed a chronic total occlusion (cto) length 50 mm and the distal exit located 3¿5 mm proximal to a severe stenosis at a bifurcation. With corsair microcatheter support, xt-a guidewire failed to cross the hard proximal cap and was replaced by a pilot 200 guidewire, which entered the subintimal space [dissection]. Due to vessel tortuosity and calcification, the xt-a was advanced in a knuckle configuration to near the cto exit with guidezilla support. A stingray balloon was then delivered. Initial puncture attempts at the cto lesion failed due to angulation and distance from the true lumen. The balloon was repositioned to the severe stenosis proximal to the bifurcation. Contralateral angiography showed a monorail sign. Multiple punctures with conquest pro were performed, followed by switching to a gaia 3 guidewire, successfully entering the true lumen. Ivus confirmed re-entry proximal to the bifurcation. Four stents were implanted from the pla to the proximal rca, preserving side branches. Additional information can be found in the article "stingray-adr technique accurately puncture for chronic total occlusion of coronary artery: three cases reports".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: the UDI # is not known as the part and lot number were not provided.